Manufacturer narrative:
(B)(4). Device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mm x 15mm emerge¿ balloon catheter was selected for dilation. However, during the procedure when the balloon was put into the guide catheter, while outside the patient, the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.